Event description:
This report summarizes 3 malfunction events, where it was reported there was accessible ac current. There was no patient involvement.

Manufacturer narrative:
Images were provided of the remaining devices which confirmed there was accessible ac shock due to damaged power cords. The end user was advised to replace the power cords.

Manufacturer narrative:
Upon further investigation, it was determined that 1 of the devices was experiencing dc shock, which is not reportable. The number of events has been corrected to reflect this.

Event description:
This report summarizes 2 malfunction events, where it was reported there was accessible ac current. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. 1 device was evaluated in the field and the issue was confirmed; there was a broken/damaged component. The device was repaired and returned. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported there was accessible ac current.  There was no patient involvement.